Manufacturer narrative:
PMA/510(k) : na this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens - -18.5/+2.0/90 diopter, in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2016 due to low vault and cataract. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/15.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).